Manufacturer narrative:
Samples received: 4 unopened and 4 open pouches. There are previous complaints of this code batch. There are no units in OEM stock. We have received four closed samples and four opened, with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Needle detachment, upon opening suture.